Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The haptic insertion area (with the haptic still attached) with a portion of the optic was broken/torn (returned). Another area of the optic between the center and optic edge was torn/split and had a deep scrape mark. Small pieces of lens material from both damaged areas were adhered to the optic surface by solution. The dried solution mixed with the small pieces of loose lens material gives the lens the characteristic of precipitates inside lens. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The company lens model is only qualified for use in the company cartridge. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported lens damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The presence of surgical solution and the condition of the sample suggest that the damage may have occurred due to handling during the surgical procedure. Associated products were not provided. It is unknown if qualified products were used. The company lens model is only qualified for use in the company cartridge. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The monarch IFU has specific lens loading instructions for multipiece lenses. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge (diagram provided). The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps as shown. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The product investigation could not identify a root cause for the reported complaint of precipitates inside lens. The dried solution mixed with the small pieces of loose lens material from the lens damage gives the lens the characteristic of precipitates inside lens. No other foreign material was observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noticed that there were scratches on the optical surface and the presence of precipitates inside the lens. The physician chose not to perform the implant to preserve the patient safety and good visual prognosis. Another lens was used to complete the procedure on the same day. There was no patient contact and no patient harm.